Event description:
The customer tested his blood glucose using his 2 breeze meters and received readings of 250 and 99 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.